Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers, ring cover, and battery drawer are broken. Battery release and lead flex cover are contaminated. One case screw is damaged, battery contacts are compressed, and the ring is bent. (B)(4).

Event description:
It was reported there was a self test error. The device was returned for repair and calibration. There was no patient involvement.